Event description:
A patient reported that their refurbished system's touchscreen was frequently unresponsive, sometimes prompting actions automatically without input. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.